Event description:
A (B)(6) male pt called zoll customer support to report that the response buttons on his monitor were not working. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (response buttons not working) has been confirmed. As received, the monitor was found to have damaged front and rear response buttons. The metallic tactile domes were missing from each response button. The cause for the defective response buttons cannot be positively determined. No adverse event resulted from the defective response buttons. The pt received a replacement monitor.